Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the complaint could not be duplicated. There was no visible damage to the keypad cover, and all the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under the keypad button contacts. Unrelated to the initial complaint, the audio bolus button cover was torn/punctured, but normally responsive. Also unrelated, the battery compartment was cracked.